Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, lot # 219047. (B)(4).

Event description:
It was reported that a female patient of unknown age underwent an unknown procedure with a saline mentor smooth round moderate profile 275cc and experienced deflation on unknown side breast implant. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the patient¿s date of birth is (B)(6) 1959 and the deflation was on the left breast implant. The additional information also indicates that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4) (l) and (B)(4) (r). Additionally, the additional information indicates that the date of implant was on (B)(6) 2001, the date of event was on (B)(6) 2018 and the procedure was a breast augmentation. Device evaluation summary: it was reported that a 58 year old female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 275cc saline implants, catalog # 3501640, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately < 0.1 cm within a crease and an area of shell abrasion on the posterior aspect and extended to the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) for lot number 219047 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).